Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided for evaluation. Confirmation of the issue and a probable cause could not be determined as patient's full data was not available for investigation to confirm the issue. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).